Event description:
Reportedly, on the follow-up performed on (B)(6) 2012 (6 months post implantation), an abrupt decrease of the battery voltage was noticed. In addition, the number of vf episodes recorded was high (940) and these episodes showed oversensing in both atrial and ventricular channels. Recommendation was provided to consider the benefit of the system replacement (both leads and device) because of the recorded non physiological signals which led to multiple charges of the capacitor and to battery voltage decrease.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.